Manufacturer narrative:
The technician couldn't duplicate the problem, but noticed that the siderail cable casing was split open at the point where it is hinged. He replaced the cable and siderail control label to repair the bed.

Event description:
The account stated that the head of bed moved up by itself.